Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked end cap.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin. Customer also reported that the insulin pump's drive support cap was loose and was coming out of the pump. Customer reported that the insulin pump was not dropped. Blood glucose level was 121 mg/dl at the time of the call. No further information was provided.